Event description:
It was reported that a patient had a leakage from the left posterior scalp. The patient was discharged home with 6 weeks of intravenous antibiotics. The patient was scheduled to return for an appointment on either (B)(6) 2013. An incision and drainage washout was also performed on (B)(6) 2013. There was a small scab and purulent fluid coming from a pinhole site at the posterior portion of the incision on (B)(6) 2013. It was noted that the laboratory work was "negative" for infection on (B)(6) 2013. A CT scan without contrast was performed and there was no abnormal enhancement. There was a positive test for light staphylococcus aureus growth (B)(6) 2013. It was noted that there was a burr hole site on the left side. It was further noted that the symptoms were possibly related to the implant procedure and device. The patient had wound leakage from the left posterior scalp at the frame site. It was noted that there was yellow leakage, and it tender and red at this site. This event resulted in-patient hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va090aq, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va090aq, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(6), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported on (B)(6) 2014 that the infection was at the implant site. The patient outcome was reported as resolved without sequela on (B)(6) 2014.